Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports the injection hub for distal extension line was detached although no pressure or force was applied to the catheter during use on a patient. A new catheter was inserted.

Manufacturer narrative:
(B)(4). The customer returned a used 3-lumen 7 fr x 30 cm cvc set catheter for investigation. The distal extension line was detached from its brown luer hub. Visual examination of the distal luer hub and distal extension line revealed the distal extension line separated right at the base of the hub. The extension line also contained signs of use in the form of biological material. Microscopic examination of the fractured surfaces revealed the edges of both pieces were uneven, waved, and fragmented. Based on the appearance of the fractured surfaces of the distal extension line, excessive lateral force caused the extension line to separate. The distal end of the torn extension line measured 83 mm (measured from the point of separation to the proximal end of the juncture hub. The inner and outer diameter of the distal extension line were measured and were found to be within specification. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns not to apply excessive force when removing the guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. The customer report of luer hub/extension line separation was confirmed through visual examination of the returned sample. The distal extension was separated at the base of the luer hub. Microscopic examination of the distal extension line's point of separations revealed the edges were uneven, waved, and fragmented. Based on the appearance of the points of separation of the distal extension line, excessive lateral force caused the extension line to separate. The extension line met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on evaluation of the returned sample and the report that the damage occurred during use it was determined that operational context caused or contributed to this issue. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports the injection hub for distal extension line was detached although no pressure or force was applied to the catheter during use on a patient. A new catheter was inserted.